Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 61 months ago. Aneurysm and vessel morphology are unknown. Medtronic received a copy of the voluntary medwatch form reference number the following info. Type I endoleak leading to a symptomatic aneurysmal expansion and the stent graft was explanted. Any missing or incomplete data on this form is the result of information not able to be released to the manufacturer by the reporter via the voluntary medwatch form reference number.

Manufacturer narrative:
Evaluation: results: (unable to follow up, the information for this case will not be released to medtronic). Evaluation: conclusion: (unable to follow up, the information for this case will not be released to medtronic).